Manufacturer narrative:
Expiration date/manufacturing date. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition prior to use. However, and the patient anatomy was reported as very tortuous. It is possible that the extreme tortuosity of the patient¿s anatomy contributed to the difficulties in advancement and functional limitation of the device during the clinical procedure. Therefore, based on all available information, operational context was assigned to the event.

Event description:
It was reported that during procedure the occlusion balloon was attempted to be inflated with 100% contrast, but inflation wasn't successful. The physician decided to retrieve the guidewire (gw). The gw was flushed and reintroduced into the occlusion balloon catheter. The continuous flush between the subject balloon catheter and guidewire was not established and during advancement, the gw was stuck at the proximal marker of the balloon. The occlusion balloon was retrieved. When inspected, it was found that only the proximal part of the balloon was able to be inflated and it was observed to be leaking. The physician exchanged the balloon microcatheter and the procedure was completed successfully with no impact to patient.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during procedure the occlusion balloon was attempted to be inflated with 100% contrast, but inflation wasn't successful. The physician decided to retrieve the guidewire (gw). The gw was flushed and reintroduced into the occlusion balloon catheter. The continuous flush between the subject balloon catheter and guidewire was not established and during advancement, the gw was stuck at the proximal marker of the balloon. The occlusion balloon was retrieved. When inspected, it was found that only the proximal part of the balloon was able to be inflated and it was observed to be leaking. The physician exchanged the balloon microcatheter and the procedure was completed successfully with no impact to patient.